Event description:
Report received of air-in-line below the filter on a tubing set. The customer stated that the post surgical pt was receiving either morphine or demoral for pain management therapy. Reportedly, at an unspecified time, the nurse noted air in the tubing past the filter on the set. The tubing set was replaced and the infusion was resumed without further incidence. There were no reported adverse pt effects. Though requested, no further info was provided.